Event description:
It was reported during a da vinci surgical procedure that the prograsp forceps instrument's wire broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at wrist were not damaged. Additional observation by failure analysis found the instrument main tube had scratch marks / abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however broken pitch cable and main tube scratches were to recur could cause or contribute to an adverse event.